Event description:
It was reported the customer had a low blood glucose event. Customer stated they had over bolused for their dinner, causing their blood glucose to drop to 30 mg/dl. It was also found the customer had a seizure from their low blood glucose. Customer stated the paramedics were called to treat their low blood glucose. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.